Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station. A technical support specialist restarted the server and resolved the issue based on the guidelines outlined in the knowledge article 000007493, titled 'patients and order not crossing to med es server'. The serial number, UDI and manufacturing date details were kept blank since the given asset information was found to be es server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a problem where multiple patient orders were not showing up on the station, thereby preventing users from obtaining the necessary medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.